Event description:
It was reported that during ptca procedure, the tip of the wiseguide guiding catheter dislodged and migrated down the vessel. No attempt was made at retrieval and the tip remains in the patient. Patient is status is unknown. It is noted that the product used in this procedure had an expired shelf life (2/28/2006).